Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified shunt. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm within 1 minute. The device was removed without any problem by using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.